Event description:
As stated by the customer on (B)(6) 2012: during toileting, the lift suddenly dropped down, pinching the resident's genitals between the carendo seat and the toilet seat.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.